Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an endoscopy procedure there was oversensing of noise as a result of electromagnetic interference (emi). The oversensing led to the patient receiving inappropriate anti-tachycardia pacing (atp) and a shock. Pacing inhibition with asystole greater than two seconds was also observed due to the oversensing of noise. It was noted that the anesthesiologist did not apply a magnet to the cardiac resynchronization therapy defibrillator (crt-d) until after patient was shocked. The system remains in service and there were no adverse patient effects were reported.